Event description:
It was reported that the device was explanted due to unknown product issue. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. The device is not expected to return for analysis.